Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure one resolute onyx des was implanted in the lad. Approximately 7 months post procedure patient suffered hemorrhoids. Stool bleeding was reported. Event was treated with hemorrhoids ointment. Investigator and sponsor assessed the event as not related to index device and unlikely related to anti-platelet medication. Patient recovered. Patient was on dapt 24 hours prior to event.